Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device back from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming vent inoperable, low exhaled volume (ve), motor fault and circuit disconnect connect continuously. The customer carried out all transducer test and they passed. The vent was also crossed checked with a new flow sensor, exhalation valve, and exhalation diaphragms and the problem was not solved. There was no patient involvement at the time of the incident.